Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while using slr with echelon + during a thoracic procedure; the staples in middle of staple line did not form correctly. Customer reported this happened on another occasion. Surgeon recalled using gold loads. No consequences were reported intra op. No increase in air leak noted post op. No further information is available.